Event description:
Stent deployment device would not come out after stents successfully deployed, requiring cut down to hold the artery manually to remove. Surgeon used fluoroscopy to confirm placement and patency of artery/stents after deployment device was removed. No issues were found. The rest of the procedure was completed and patient taken to surgery recovery without incident.